Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope was admitted to the emergency room (ER). The right ventricular (rv) lead was found to have intermittent undersensing during ventricular fibrillation (vf) episodes. The lead remains in use. It was further reported that the right atrial (ra) lead has undersensing causing false termination of ongoing arrhythmia episodes. The lead remains in use. No further patient complications have been reported as a result of this event.